Manufacturer narrative:
(B)(4) d10 - concomitant devices - persona posterior stabilized standard femoral component left size 9 catalog #: 42500606601 lot #: 64050573, persona cemented stemmed tibial component left size e catalog #: 42532007101 lot #: 64078325, persona cemented all poly patella 35mm catalog #: 42540000035 lot #: 64214480, persona cemented stem extension 14mm x 30mm catalog #: 42557000114 lot #: 64177926. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee synovectomy to address fibrosis approximately four (4) years following left knee arthroplasty. The patient further underwent a left knee arthroplasty revision of the articular surface to address arthrofibrosis accompanied by continued pain, instability and limited range of motion approximately six (6) years post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted significant scarring/arthrofibrosis within the joint. Femoral undermining was additionally noted medially and laterally, however, no femoral component loosening was found. The patient's quadriceps mechanism was noted to be scarred, contributing to the limited flexion. The surgeon decreased the articular surface size to increase flexion of the knee. No intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.